Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Device manufacture date was unknown. The device serial or lot number was unknown. UDI: lot number was unknown; (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device head broke upon impaction of the head. According to the reporter, the device broke into two pieces. It was reported that there was no delay in the surgical procedure. It was not reported whether a spare device was available for use. It was reported that all pieces were retrieved and there was no harm to the patient. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.